Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.6 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed de novo lesion measuring 2.5mm in diameter was located in a calcified and moderately tortuous proximal left anterior descending artery. A 2.50x20mm taxus liberte' drug eluting stent was advanced to the lesion; the physician felt resistance and could not cross. The device was removed from the patient and stent damage was noted. The procedure was completed with another taxus liberte' stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.